Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with dizziness and palpitations. It was noted that between the time of 2 am to 4:38 am, there was loss of capture and loss of sensing/undersensing seen on the right atrial (ra) lead. This was the only time this phenomenon was seen. Isometric movements, as well as lying on their sides/back/sitting up was done to replicate it. The patient was hospitalized as a result. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.